Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not communicated. The technical support specialist (tss) dialed into server and identified a delayed download for station. Upon reviewing the datasync debug log on the station, a sql decryption error indicating a database page integrity issue was found. A decrypted database backup was created per knowledge article (ka) "how to create a station database backup", and a full sync was performed per ka "proper data sync 2.0 procedure" without dropping the database. The station successfully cleared critical override and exited disconnected mode. After rebooting the station back into cfnapp, logs and health sight viewer (hsv) confirmed full resolution of the issue. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station trauma1 failed to communicate. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.